Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic on (B)(6) 2021 via remote transmissions. Review of transmissions of implantable cardiac monitor (icm) revealed that it was detecting false atrial fibrillation episodes due to p wave oversensing. Programming changes were recommended but were not performed at this time. The patient was in stable condition.